Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving an error alarm on the insulin pump and stated that she was unable to clear it. Customer stated that she left the insulin pump in her car and may have over heated. Self test was performed and passed. Customer's blood glucose reading at the time of the call was 105 mg/dl. No further information reported.